Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system recorded multiple pacemaker mediated tachycardia (pmt) episodes and false atrial tachy response (atr) episodes caused by far-field ventricular oversensing on the right atrial (ra) channel. Additionally, high capture thresholds were noted on the ra channel. It was noted the patient fell and hit their head. This ra lead remains in service and no additional adverse patient effects were reported.